Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary (B) (4) preliminary testing revealed no pacing output and no telemetry. Further analysis determined this was the result of lifted hybrid bond wires.

Event description:
It was reported that there was no telemetry, no magnet response, and no output. The device was explanted and replaced. No patient complications have been reported as a result of this event.